Manufacturer narrative:
This is a supplemental report to correct aware date. The correct aware date was september 17, 2021, not september 16, 2021 as reported in initial MDR.

Event description:
This supplemental report was submitted to provide additional information regarding the event (b5). The biomedical engineer at the user facility further reported that the initial reported event occurred during preparation for use.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on september 16, 2021, there was looseness / deformation / scraping / rattling / detachment of instrument channel port due to physical stress. There was no report of patient injury associated with the event.